Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the revision surgery on (B)(6) 2021. The patient has been treated with several courses of oral antibiotics since on (B)(6) 2020. This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on october 8, 2021.

Event description:
Per the clinic, the patient experienced chronic irritation at the abutment site, and was treated with topical ointment and an injectable steroid. The patient underwent a revision surgery on (B)(6) 2021, in order to remove the abutment and close the site. The patient was implanted with a new device at a new site.